Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer however, explant photos show wear of the device. Without additional information, the root cause for this event cannot be established. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Sales rep reported, "left knee revision poly exchange and removal of hardware. 3 photos will be included with per. Patella poly was worn through and metal rubbing on femur. Metallosis was a topic of discussion between the surgeons. Also inflammation and poly wear. Patient is keeping his implants.